Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 584391.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of function of his bilateral lower extremities two hours post scs implant procedure. The patient underwent an explant procedure where the paddle lead and implantable pulse generator (ipg) were removed. The patient regained function after decompression and removing the system and was doing well post-operatively. The explanted devices were discarded at the hospital and were not returned to bsc.